Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products-stem catalog#:113670 lot#:021080, tray catalog#:115370 lot#:521800. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the hospital has retained the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03667, 0001825034-2017-03670.

Event description:
It was reported that the patient underwent a reverse shoulder arthroplasty revision approximately thirty-three months post-operatively due to dislocation following a fall and loosening. During the revision, it was further noted that the patient had an infection, however it is unknown how long post-operatively the onset of infection began. Attempts have been made, and additional information on the reported event is unavailable at this time.